Event description:
The hcp reported the pump was explanted after an implant duration of 24 months due to battery depletion.

Event description:
Add'l info from the hcp reports the pump was replaced due to flipping around in the subcutaneous pocket. The pt recovered without sequela.